Event description:
This report is being filed after subsequent review of the following journal article, spross, c., md, platz, a., md, erschbamer, m., md, phd, lattmann, t., md, and dietrich, m., md (2012). Surgical treatment of neer group vi proximal humeral fractures- retrospective comparison of philos and hemiarthroplasty. Clinical orthopaedics and related research, 470, 2035-2042. The authors conducted a retrospective study to compare the outcome after open reduction and internal fixation with the synthes philos plate with primary hemiarthroplasty for treatment of neer group vi fractures. Forty-four patients (mean age 75.2 years) with neer group vi proximal humeral fractures were included in the study between october 2002 and december 2007. Twenty-two patients treated with a synthes philos plate were compared to 22 patients treated by primary hemiarthroplasty. At minimum follow-up of 12 months, fourteen patients in the philos plate group had complications; 12 patients experienced avascular necrosis or partial avascular necrosis; one patient experienced early wound infection; nine patients needed revision surgery; three patients experienced rotator cuff tear; two patients experienced secondary dislocation. The authors concluded that angular stable open reduction and internal fixation was associated with high complication and revision rates. Primary hemiarthroplasty provides limited function, which had little influence on the quality of life in this elderly collective. Primary hemiarthroplasty remains a good option, especially when treating elderly patients. This is report 1 of 2 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Spross, c., md, platz, a., md, erschbamer, m., md, phd, lattmann, t., md, and dietrich, m., md (2012). Surgical treatment of neer group vi proximal humeral fractures- retrospective comparison of philos and hemiarthroplasty. Clinical orthopaedics and related research, 470, 2035-2042. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.